Manufacturer narrative:
Age at time of event: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in the moderately calcified, moderately tortuous left anterior descending artery (lad). The physician encountered difficulty while advancing the floppy rotawire guide wire to the target lesion, making several attempts. The physician then advanced a non-bsc wire successfully across the lesion, and used a maverick over-the-wire balloon catheter to exchange the wire to the floppy rotawire guide wire when a dissection occurred in the distal lad. The physician then advanced a 2.75 x 15mm apex balloon to the dissection to treat it. The physician continued with angioplasty and stenting proximal to the dissection, being unable to advance a stent to the dissection. No further patient complications were reported, and patient status is ok.